Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.